Manufacturer narrative:
(B)(4) - zipper damage, broken teeth. Evaluation: results: evaluation of the returned product shows that the patient access left side window: zipper slider body is open. Manufacturer references file # (B)(4).

Event description:
Customer claims that there's zipper damage on the left side panel, the teeth are broken. There was no patient incident or injury reported.